Manufacturer narrative:
The previously reported event is being un-reported. The device involved was a marketed unit/under ide as part of (B)(4) . Adverse reporting is the responsibility of (B)(4) . The event had already been reported by (B)(4) .

Event description:
The (B)(6) male (B)(6) patient underwent the index procedure, via the right femoral artery with balloon angioplasty and delivery of one cypher stent in the proximal lad. Eptifibatide and bivalirudin were administered. The angiographic core lab reported a 21% final inlesion stenosis with no dissection, timi3 flow and a 100% side branch stenosis of the 1st diagonal with timi 0 flow. Additionally, the angiographic core lab noted an aneurysm present at baseline that was fully resolved after stent placement. The site reported a right groin hematoma >5 cm at the end of the procedure which was treated with manual pressure and angio-seal and resolved without sequelae. The post-procedure hematocrit was 37% with hemoglobin of 13 gm/dl. The remainder of the post-procedure course was uncomplicated and the patient was discharged the following day on asa and clopidogrel. The clinical events committee determined that the hematoma met the criteria for protoco lminor, gusto-mild, timi-minimal bleeding which was related to the procedure, but was not related to the assigned study device.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.